Event description:
Resident was being transferred from bed in a lying position and the care provider sat resident up with the tilting frame in a sitting position. The pressure from the frame alleged caused a fracture.